Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open stapled hemorrhoidpexy procedure. When opening the pack, the staples were missing from the device. The device did not fire. The space between the cartridge and anvil was closed and the green bar was visible in the indicator window. The stapler did not work at all. The knife blade cut but no staples were fired. The anvil could not be tilted after firing. The anvil was not bent. The stapler sizers were not used. The patient did not have any pre-operative radiotherapy. In order to resolve the issue and complete the case, used another stapler. There was no unanticipated tissue loss or tissue damage due to the product problem. There was no patient harm. The patient status is alive, no injury.